Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during the pretest it was difficult for the foley catheter to drain water.

Manufacturer narrative:
The reported event was confirmed. Received five (5) photo samples. All photo samples showcase an overview of an all-silicone foley catheter and its packaging. Received 1 all-silicone temp sensing foley catheter with sample port connector, syringe and packaging label. Verified material number 119314, manufacturing lot number ngjy4780 and batch number mykq6341. Visual inspection noted no obvious observations. Using the returned syringe, the catheter balloon was inflated with 10 ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water) and the balloon concentricity was observed to be per (B)(4) formula (b / (b + a)) * 100. ((1.3 / (1.3 + 0.6)) * 100, balloon concentricity= 68/32. Attempted to deflate balloon passively, however did not deflate under five (5) minutes using the in-house luer lock syringe, deflated balloon passively in under three 4 minutes 15 seconds with no cuffing or leaks noted, returning 10ml of solution. Product labeling was reviewed for this investigation and was found adequate. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. Corrections: d, h. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during the pretest it was difficult for the foley catheter to drain water.